Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j10950r64, implanted: (B)(6) 2001, product type: catheter. Product ID: 8711, lot#: j10950r64, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 29-oct-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 3 mg for a total dose of 0.25003 mg/day and bupivacaine 2 mg for a total dose of 0.16668 mg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported on 2019-jun-25 the patient reported they were still having withdrawals post catheter and pump replacement. On (B)(6) 2019 no withdrawal symptoms were noted, and it was noted that he patient was tapering off oral opioid medication. It was noted the catheter had black build up and was blocking pain medication from being delivered. It was noted that the catheter was plugged. The patient had withdrawals due to the pump not working. The entire system was explanted/replaced on (B)(6) 2019. The device disposition was returned to manufacturer. The entire system was reprogrammed on (B)(6) 2019. It was noted the patient was improving. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was withdrawal symptoms. The device diagnosis was catheter occlusion. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (hydromorphone) was possibly related and the drug action that caused the event was an increased dose. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Additional review determined that the previously reported information pertains to manufacturer's report # 3004209178-2019-09059 [catheter occlusion, black stuff in catheter, withdrawal, empty pump, missed refill]. Additional information regarding that event will be reported under that manufacturing number. This manufacturing report pertains to the following information: catheter occlusion/clogged, black stuff in catheter, withdrawals. If information is provided in the future, a supplemental report will be issued.